Manufacturer narrative:
Device alarmed motor error during basic occlusion test and a33 error during prime or a33 test at 4.0 lbs due to faulty force sensor resistor. Device passed displacement test. Unable to verify aa52 due to a33 error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm and other insulin pump error alarm. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.